Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's after a meal bolus their blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling lethargic as well as loss of consciousness. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and manual insulin injections. The patient remains in the hospital for 3 days at the time of this call. The patients pod will not be returned as it had been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.